Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly. No blank display, display anomaly or watchdog timeout alarm was noted during testing. No damage inside the pump was noted. The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 125 mg/dl. Device alarmed program alarm anomaly alarm. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.